Event description:
Customer reported device =402 mg/dl at 11 pm. Customer went to the doctor. Customer was admitted to the hosp. Hosp device = 30 points different from customer, however value was not provided. A request was made for return product and replacement product was sent.